Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient complained experiencing overheating after being covered with a full body blanket. After the heater was stopped, the hose appeared to be much hotter than usual, even though the dial showed 25° and the setpoint was 44°. The patient presented redness on both legs and complained of pain near her right ankle. After the incident, the patient was referred to a dermatologist and a plastic surgery specialist for with further treatment and bandaging.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. As the provided serial number could not be verified, no review of device records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.